Event description:
It was reported that during a training/demo of the da vinci system, there was a recoverable fault that was occurring on one of the surgeon side consoles (ssc). No troubleshooting was able to be performed. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the right master tool manipulator (mtm). Fse replaced the foam headrest and gimbal grip pad. Both these items are scrap items and will not be returned to isi for evaluations. The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform where sine cycle test was found to be failing on the mtm, replicating the reported event. Once testing was completed, the axis 3 motor cable was tested and was not verified to be the source of the fault. As a result of this investigation, fa has concluded that the axis 3 motor is most likely the probable root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.